Manufacturer narrative:
The reported product is not expected to be returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint, and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformances that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and freestyle libre sensors; no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The exact date the incident occurred is unknown. The date entered is per poster's statement of "past week and a half". The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The son of a customer posted on social media an unspecified readings issue with the freestyle libre 2 sensor. The poster stated that scans were "far apart" from previous scan, and that their mother was in hospital for past week and a half in "huge part a direct result from the freestyle libre 2 system". No further information was posted, and adc thus-far has been unable to contact the poster. There was no report of death or permanent injury associated with this event.